Event description:
A consumer reported that following biliteral intraocular lens (iol) implant procedures, she has experienced severe light sensitivity, a strobe-like flickering and headaches. The surgeon and a neuro ophthalmologist reported to the consumer that the lens is positioned correctly and there is nothing wrong with her eyes. Additional information has been requested. There are two medical device reports associated with this event. This report is for the first lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis: lens remains implanted. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).